Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler/liberty cycler set and the reported adverse event of suspected peritonitis which warranted hospitalization. However, there is no allegation nor any objective evidence or indication a liberty select cycler/liberty cycler set malfunction, or product issue caused or contributed to this adverse event. Based on the available information, the cause of the patient¿s peritonitis remains unknown. However, it is well established that those individuals undergoing pd therapy are at high risk for infections of the peritoneum. Should additional information become available,

Event description:
It was reported that a patient was admitted to the hospital due to abdominal pain and concerns for peritonitis. Per the patient¿s pd nurse, a pd effluent sample was obtained; however, the results are unknown. Details surrounding the patient¿s hospital course, including treatment provided as well as patient disposition are also unknown. However, the pd nurse indicated the patient¿s pd catheter (not a fresenius product) was expected to be removed. The patient¿s pd nurse did not know what caused the patient¿s peritonitis. However, there is no report or allegation that the liberty select cycler/liberty cycler set, or any fresenius product(s) are suspected as a causal factor in relation to this peritonitis event. No further information is currently available.